Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, there is a perforation case with peristeen : the patient was trained to peristeen handling on (B)(6) and was using peristeen at home. He has been hospitalized 2 days later further to fever and vomiting. During examination, they discovered a perforation in the rectal bulb/end colon. The patient is still in hospital under antibiotics and the medical team tries to see if healing is possible. Additional information indicates the patient started the irrigation on (B)(6). Everything went well. At the beginning of the afternoon, he had hard abdominal pain such as cramps, vomiting, fever (40°c), tiredness[?] He called the nurse : no urinary infection. On thursday : same symptoms during the whole day, no intestinal transit. On friday he called the nurse again : the pain and fever are decreasing but the patient still doesn't feel good --> hospitalization. The scanner shows air : low rectal perforation ? Colon perforation ? Blood test is performed : crp has increased the patient has antibiotics (by IV). Should have a scanner today, blood tests are better and transit is back. Rectal digital examination is ok. On (B)(6): patient discharged : no need for surgery, he only had antibiotics. He will come back to hospital next week for medical consultation.